Event description:
It was reported that the patient was in cath lab for inferior wall stemi [st-segment elevation myocardial infarction] and had 2 stents placed in rca [right coronary artery]. The ivus [intravascular ultrasound] was used afterwards to ensure the stents were properly placed and deployed in the coronary artery. When ivus imaging was done the catheter could not be removed without also removing the non (B)(6) guidewire at the same time. The ivus catheter and guidewire were removed together, as a single unit. It appears that ivus catheter got stuck on the wire. No harm to patient but could have potentially caused hard if a guidewire was still needed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).